Event description:
It was reported that the capsule would not calibrate and was not used in a patient.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the failure. The condition of the product suggested that it was used in a patient and failed to attach to the esophagus. The device was returned with the capsule separate from the delivery system. The capsule trocar needle was advanced and no blood or tissue was present. The plunger was fully depressed and retracted.